Event description:
It was reported that the customer had high and low blood glucose. Caller stated that the customer was having issues with the sensors. Caller stated that the insulin pump was alarming lost sensor, calibration error and bad sensor. Caller also stated that when customer removed the sensor, the cannula was braked open. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.